Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported condition that the pump would not recognize a closed door was reproduced and confirmed through evaluation. It was determined this condition was caused by a damaged upper link switch. The upper auxiliary assembly, which contains the failed switch, was replaced.

Event description:
It was reported a spectrum pump would not recognize a closed door. It was also reported there was no patient injury.